Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the device wouldn't open after cartridge was inserted. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.